Event description:
Excessive bleeding.

Manufacturer narrative:
The customer reported excessive bleeding during circumcisions. It was reported that due to this, silver nitrate was applied for several hours after being circumcised. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.